Event description:
A patient death was reported: the patient received inappropriate shocks due to noise; also noted that the right ventricular (rv) lead had an impedance greater than two thousand, five hundred ohms. A magnet was placed over the device until the manufacturer's representative could turn off detections. Detection was programmed to off. While awaiting an rv lead revision, the patient went into ventricular fibrillation and was unable to be resuscitated; external defibrillations were unsuccessful. The cause of death has been requested and not received.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information: troponins: 0.68 ng/ml, international normalized ratio: 2.1, digoxin level: 2.2 ng/ml, echocardiogram showed moderate to severely reduced left ventricular (lv) systolic function, an ejection fraction (ef) of twenty-five percent, and mild to moderate aortic regurgitation; on x-ray it was noted that there was "some change in the position of a lead." The patient had a history of ventricular arrhythmia, left bundle branch block, severe ischemic cardiomyopathy, and systolic chronic congestive heart failure with an ejection fraction of twenty-three percent.